Event description:
During a routine follow-up visit to the implant center (exact date unk) it was discovered that the pt had an infection aorund the implant site. The skin on the implant site was described as very thin and the implant was beginning to extrude through the skin. During investigative surgery in 2002, the surgeon decided that device removal was necessary.